Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag of the amia cassette disconnected from the heater line. This occurred during an unknown cycle of peritoneal dialysis therapy when the patient was connected. The patient would inform their nurse regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.